Event description:
It was reported that on (b)(6) 2026, patient underwent a surgical procedure. The surgeon implanted a J&J device on his 11th rib (which is a floating rib) but the device was designed to be implanted on the rib 8th or 9th (because the 8th/9th ribs are not designed in the same way as the 11th rib anatomically speaking, according to the patients explanation) not the 11th one.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. Additional Narrative:D4: UDI: As the catalog/model number was not provided, the (01)GTIN is not available.If information is obtained that was not available for the initial MedWatch, a Follow-up MedWatch will be filed as appropriate.